Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A vt (ventricular tachycardia) alarm situation was shown on the monitor (durance about 15 minutes) but vt alarming at the monitor failed. A reanimation (CPR / cardio pulmonary reanimation) was done immediately but without success. The patient died.

Manufacturer narrative:
The bedside monitor m1205a (sn (B)(4)) and the connected central station (sr (B)(4)) were tested post incident. Simulation at the patient monitor has been performed and showed alarms are working as specified. Also a simulation of a vt alarm situation at the central unit showed alarming was successful. This functional testing was performed by the medical engineer of the hospital, accompanied by a philips distributor person and a medical technician of the philips distributor. The head cardiologist was informed of the results that the monitor and central station are working as specified. Philips product support engineer reviewed trend and waveform data from the central monitor which showed that the patients resting heart rate prior to the incident was approx. 40 beats/minute. The rate escalated to approx. 190 beats/min and then dropped to 0 at the time of the incident. The waveform data showed accurate v beat labels consistent with ventricular beats. The alarm status at the time of the event could not be determined since it requires the central station alarm logs (junk.dat) which were not provided. The absence of alarms under these circumstances is most consistent with the ECG/hr alarm being off/disabled even though the customer indicated they thought the issue was due to alarm limits set widely. The bedside monitor and central station were tested and found to be alarming for simulations of vtach. The customer indicated they felt the device was operating correctly and returned the device to use post testing. The cause of the issue is not known. No further investigation or action is warranted.

Event description:
The customer reported that a vt (ventricular tachycardia) alarm situation was shown on the monitor (durance about 15 minutes) but vt alarming at the monitor failed. A reanimation (CPR / cardio pulmonary reanimation) was done immediately but without success. The patient died.